Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose levels that were related to the insulin pump on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer's most recent blood glucose reading was 409 mg/dl. The customer experienced symptoms such as low blood pressure, the flu, a staff infection, vomiting, thirst, and diabetic ketoacidosis. The customer was treated in the hospital with an IV insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer also reported air bubbles in the infusion set. Customer was sent a tubing clamp to perform the high pressure test. The insulin pump will not be returned for analysis.